Event description:
It was reported that the pt developed a deep tissue injury while on the mattress.

Manufacturer narrative:
Mattress not being returned to manufacturer for evaluation; no product malfunction is alleged.